Event description:
Hill-rom received a report from the account stating the brake pedal locks, but when the bed is moved, the pedal pops back up/brakes not holding. The bed was located at the account in the maintenance shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found defective parts on mechanism block assembly causing the brakes not to hold. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to caster braking systems. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unknown if the facility performed any other preventative maintenance of this bed. The technician replaced 2 bushings, top block, and bottom block on the mechanism block to resolve the issue. Based on this information, no further action is required.